Manufacturer narrative:
Zoll has not yet received the thermogard console for evaluation. A supplemental report will be filed if and when the console is returned and investigation has been completed.

Event description:
Approximately two hours of ivtm therapy, the thermogard console (sn (B)(4)) displayed "coolant empty" message. The console was observed with a full coolant but still displayed "coolant empty" message. The user did troubleshooting by cleaning the air trap and turning the power off and powered on but the console still displayed the "coolant empty" message. Following this, the user drained and refilled the coolant and the console displayed mid09 (air trap assembly) error message. The console was replaced with another thermogard console and ivtm therapy was completed. No patient consequence.

Manufacturer narrative:
The primary report of the thermogard console (sn (B)(4) displaying mid09 (post sensor) error message upon power up was confirmed during functional testing. The root cause was due to the electrical short between the glycol sensor board and console case frame. The secondary report of the console displaying "coolant low" error message was confirmed during the review of the event log. The root cause was due to the electrical short between the glycol sensor board and console case frame. Upon visual inspection no physical damage was observed. Evaluation of the console revealed mid09 (post sensor) error message upon power up. The analysis of the event log reveal mid09 and glycol on error messages. The cause of the error message was due to the wire shorting between the glycol sensor board and console case frame. After applying insulation foam tape between the glycol sensor board and the case frame, the console was functionally tested and found no issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).